Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient lost stimulation therapy. An sjm representative interrogated the system which revealed impedance issues. Surgical intervention is planned to address the issue.

Event description:
It was reported the patient underwent surgery on (B)(6) 2016, where the lead was repositioned.

Event description:
It was reported the patient receives effective stimulation. The patient's issue was resolved.